Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on october 17, 2024, with lot number 2903198. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.